Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), taiwan. Through follow-up communication with the customer, livanova learned that sometimes when the temperature is set to 32 celsius degrees, the 3t device cannot cool down immediately and needs to wait for more than 10 minutes before it starts to cool down. Distributor's engineer has performed the preventive maintenance and temperature calibration, the results are in compliance with specifications. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that when the user wanted to lower the temperature of the patient's circulation from 37 celsius degrees to 32 celsius degrees during surgery, the compressor of a heater-cooler system 3t device stopped running when the temperature dropped to about 35 celsius degrees. When the user turned off the 3t device and restarted it, it returned to work properly. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2016 and no other similar event has been reported, neither concerning trend has been identified. Based on all the collected information, the most likely root causes of the reported event can be assigned to one or more of the following: - an unrealistic user expectation about time the machine requires to cool down to the desired value; - an improper external tubing connection; - a temporary/intermittent internal electrical failure as a false contact or bad connections which was definitively fixed by service technician throughout the equipment check.

Manufacturer narrative:
H11: as anticipated in the initial report, the affected part was inspected by distributor and no problems were found. After functional testing, all functions met the specifications of the machine. However, following the machine return to the customer, the user reported that the compressor was stop running at 35 degrees again when user trying cool down the patient from 37 degrees to 32 degrees. Then, the machine ran for a day but without any problems. Nevertheless, main ac board was replaced on the machine as a precautionary measure. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.